Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The damage to the lens was not noted prior to insertion. The incision was widened to accomodate the removal of the lens.